Manufacturer narrative:
The report of low speed and pump stoppage alarms was confirmed based on the evaluation of the submitted system controller log files. The two log files captured multiple low speed and pump stoppage events while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead; however, a root cause for the events could not be determined without an evaluation of the device. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppage alarms occurred on (B)(6) 2016. A chest x-ray and computerized tomography (CT) scan were completed on (B)(6) 2016, when the patient had arrived to the unit in the evening; however, results were not provided. The system controller log file was reviewed by the manufacturer¿s technical services representative and confirmed the pump stoppage events. It was reported that the following morning on (B)(6) 2016, additional pump stoppages occurred. The patient lvad was placed on battery support. The patient was provided an ungrounded power module patient cable; however, the patient refused to use the cable and opted for battery support. It was reported that an echocardiogram performed on (B)(6) 2016 revealed the normal lvad flow, septum to be midline, and the aortic valve remained closed. A (B)(6) study was to be completed on (B)(6) 2016; however, the results were not provided. On 11/21/2016, the manufacturer¿s technical services performed a percutaneous lead (driveline) evaluation, could not reproduce any issues. The x-rays reviewed onsite showed an area of concern a few inches from the system controller connection, and some driveline shield separation on a portion of the driveline internal to the patient. The patient was to be discharged without further action taken. No additional information was provided.